Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ultramini meter reverting to the setup mode. The complaint was classified, based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue had began on may 28, 2009. The cca noted that the patient manages her diabetes with oral medication. As a result of the issue, the patient stated that she continued to take her usual dose of medication. On the afternoon of the day lifescan was contacted, the patient reported developing symptoms of feeling weak and shaky. At the onset of symptoms, the patient claimed she tested with her friend's blood glucose meter and obtained a blood glucose reading of "57 mg/dl." The patient stated that she did not treat herself at that time, she confirmed her blood glucose was running low because she was on her way to a doctor's appointment and was supposed to be fasting. At the time she arrived to the doctor's office, the patient claimed that her physician treated her with juice. At the time of troubleshooting, the cca noted that the alleged issue began after the patient had replaced the subject meter's battery. The issue was resolved with training. Replacement products were sent to the patient. The complaint is being reported, because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.